Event description:
According to information received from the intitial reporter, the patient was scheduled for replacement of their shiley aortic heart valve due to the possibility that the "leaflet (may be) freezing up".